Manufacturer narrative:
The product investigation for the tubing was inconclusive as the tubing set was not returned to the manufacturing site for evaluation. Current records for this lot show there are no available products in inventory to be used for an analysis. The reported problem could not be confirmed. A medical review was performed on the available info and the cause of the event is undetermined. Fresenius will continue to monitor this issue as part of our trending process. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse event received between (B)(4) 2011 to (B)(4)2013.

Event description:
A peritoneal dialysis patient called fresenius technical support regarding a tubing leak. The patient described a possible puncture in the patient line tubing. The leak was found prior to drain 5. Patient stated there were no alarms during last night's treatment. Technical support assisted the patient to reset the cycler, and disconnect from the cycler. Patient continued with manual drain. The patient also stated that her treatment time consistently goes over 8 hours. Cycler is programmed correctly. Tech support replaced cycler due to extended treatment times.